Manufacturer narrative:
There is more information on the device evaluation. Additional information was received from the customer. This supplemental report is being submitted to provide this information. Event took place during reprocessing. The lid was cracked at the screw insertion areas after repeated use the lid cracked in lines at those points. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. The issue of the cracked lid likely happened because the user made a device or something hard come in contact with the lid. The event is not due to user¿s misuse. The user can detect the event by inspecting equipment in accordance with the following instructions for use statement: chapter 3 inspection before use 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged.

Event description:
As reported for this event by the customer, the device lid was cracked. The total cycle count for the device is 7843. There is no harm reported to any patient.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device cracked lid. The plastic part of the device lid was broken. Fse replaced the lid and stickers and tested for leaks. The device passed the cycle test. Equipment repaired and verified according to other equipment manufacturer. The covers of the device were not removed so an electrical safety check was not required. Software attributes have been verified and confirmed evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.